Event description:
Philips received a complaint by the customer on the v60, indicating that after replacing the flow sensor assembly, the device produced smoke when it was powered on. There was no patient involvement at the time the issue was discovered. The customer called technical support to report that the flow sensor assembly was replaced and the device produced smoke when it was powered on. A service proposal for repair was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device.

Manufacturer narrative:
An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that there were misaligned pins on the data acquisition (da) printed circuit board assembly (pcba). The asp replaced the da pcba, motor controller (mc) pcba, and da to mc pcba cable. After performing the replacements, the asp verified that the device successfully passed all required tests, and after checking the error log, the asp did not discover any further faults or errors. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.